Event description:
This complaint was rec'd by (B)(4) on (B)(6) 2012 from (B)(6) for product 2 way tiemann foley catheter size 18x10. Customer complaining: " the balloon was not deflated, after 5 days. The pt went to the emergency, the catheter was removed in strength, with inflated balloon. The balloon was inflated with sterile water".

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). Based on available info, our med determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the pt. (B)(4). Note: the actual date of event is unknown, so the date used was the date we became aware.